Event description:
Alcohol pad dry: injury (patient/other): no. Product possible involved in injury: no. Product available for inquiry: no. Fixed location: 2 - when used. Origin: patient. Complaint: alcohol pad dry. Product: information on the error pattern: fault location: alcohol swab. Error type: dry.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0201. Patient problem code: f26. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: (B)(4). Follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001477528 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. During the incoming inspection process, the applicable inspection procedure requires a functional inspection in which is verified that the pads are wet with alcohol. No issues were found regarding the inspections for the applicable lot. This component is bought to a supplier and is not physically or chemically changed in any way in the dr facility. It is just manually placed in the procedure pack; therefore, it is thought that the probable root cause relies on the supplier. A quality notification for a similar report was sent to the supplier. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Alcohol pad dry. Injury (patient/other): no product possible involved in injury: no product available for inquiry: no fixed location: 2 - when used origin: patient complaint: alcohol pad dry. Information on the error pattern: fault location: alcohol swab error type: dry